Manufacturer narrative:
Date of occurrence: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set experienced a no flow event. The reporter stated that when attempting to flush before connecting to the patient, the tubing was unable to be flushed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.